Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Installed a test battery and the battery cap did lock into place holding the battery properly. The pump was also received with moisture damage inside of the battery tube, case cracked behind the pump near the battery compartment, broken battery tube threads, serial number label faded, cracked retainer, scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was damaged and part of the insulin pump housing was missing. The customer¿s blood glucose level was 13.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.